Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees, that the report constitutes an admission that the device, kenvue, or its employees, caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. D1, d2, d3, d4; this report is for one (1) band aid brand bandages waterblock flex adhesive cover 6ct USA 381371190621 381371190621usa, lot #1584b d4: 510(k) exempt, device I complaint. UDI not required. UDI # (B)(4), upc # 381371190621, lot # 1584b. D9: device is not expected to be returned for manufacturer review/investigation. H4, h6: device history records review was completed. There were no processing or packaging deviations associated with this batch. Raw material and component records were reviewed for this lot. All raw materials passed the incoming quality inspection with no issues seen. There were no changes to any raw materials used for this lot. All components also passed the incoming quality inspection with no issues seen. The product was manufactured on jun 06, 2024. H6: (B)(6) - refers to the consumer alleged "break out in hives"; (B)(6) - refers to the consumer alleged "product ripped off skin"; (B)(6) - refers to the consumer alleged "product caused scarring¿. (B)(6) - refers to the consumer misused the product to hold fentanyl patch in place. The consumer used the product to hold ¿fentanyl patch¿ in place (interpreted as misuse) and reported breaking out in hives (subsumed irritation) and that the product ¿ripped off skin¿ when removing it (event interpreted as skin tear, subsumed pain). It was also reported that the product caused ¿scarring all over body¿; based on overall details available scarring was interpreted to be at the site of application. Medical history noted, no report of any worsening of pre-existing condition attributed to product usage. Consumer went to a dermatologist and was treated with ¿mometasone furoate topical solution¿. There was no hospitalization, no significant intervention reported and no other seriousness criteria met. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2025-00017 for second product. The same patient and event is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 62-year-old female consumer started to use band aid brand bandage waterblock flex adhesive cover and band aid brand adhesive bandage skin flex with motion max extra large on (B)(6) 2025 to hold a fentanyl patch in place. The consumer reported breaking out in hives on (B)(6) 2025, that the product ripped off skin when removing it, caused scarring all over body. The consumer reported that the symptoms improved after she stopped using the product. Consumer went to a dermatologist and was treated with mometasone furoate topical solution. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2025-00017 for second product. The same patient and event is represented in each medwatch.